Event description:
The customer has reported that the port on the control module is loose and unstable for both the green and blue cable connection. There have been no pt consequences reported.

Manufacturer narrative:
H3: evaluation summary: the control module was returned to the analysis site due to the port is loose and unstable for both the green and blue cable connection. The analysis site confirmed customer complaint and found the jam nuts on the connector sockets were loose. To correct the loose and unstable cable connections the service center tightened the jam nuts and performed dc motor upgrade. The control module was serviced, then functionally tested, and was found to operate properly. Complaint info is trended on a regular basis to determine if further investigation is warranted.